Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-545a-(B)(4): the glass cap exhibits severe devitrification and detritus buildup at the output window; there is misalignment of the metal cap output window with the red stop sign; the metal cap is not loose within the outer flow tubing; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the outer flow tubing exhibits minor scratch marks; the proximal end of fiber shows evidence of some type of contamination and pits on the optical surface, and lubricant on outer surface of the cone of connector; the segments of connector appear in good condition. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation and connector contamination; cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure @ 199,670 joules of use, fiber card not permitting fiber function. Fiber port overheat / fiber expired @ 35,970 joules. The fiber tip (cap) was cleaned during the procedure. The fiber was exchanged. It was reported that the "fiber card not permitting fiber function". Fiber port overheat / fiber expired @ 32,825 joules of use. The fiber tip (cap) was cleaned during the procedure. The procedure was completed with an alternate procedure (turp). Patient outcome: :ok" reported. This report is for the second fiber used.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits severe devitrification and detritus buildup at the output window; there is misalignment of the metal cap output window with the red stop sign; the metal cap is not loose within the outer flow tubing; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the outer flow tubing exhibits minor scratch marks; the connector appears in good condition; the fiber passed the connector test. Probable root cause: based on the device analysis, the product complaint "fiber port overheat" could not be confirmed; cap wear was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.